Manufacturer narrative:
Concomitant medical products: model: d284drg, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with a complaint of migration of their implantable cardioverter defibrillator (ICD) towards their left breast with significant pain and swelling with no position achieving relief. An infection developed and the ICD system was extracted. Cultures were taken and antibiotic treatment was necessary. It was noted that the blood cultures negative. No further patient complications have been reported as a result of this event.